Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. A follow up showed the patient had a type 1b endoleak as well as an unknown endoleak. The physician elected to implant two additional infrarenal aortic extensions, two ovation limb extensions in the right common iliac artery (rcia), and one ovation limb extension in the left common iliac artery (lcia) to seal the endoleak. The patient is stable.